Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose. Customer blood glucose was 29 mmol/l. Customer stated symptoms related to high blood glucose. The treatment was unknown given to the customer for high blood glucose. Customer was using insulin pump with 48 hours at the time of event. Customer was not using auto mode feature. The infusion set had bent cannula. The insulin pump will not be returned for the further analysis.